Manufacturer narrative:
The subject otv-s7h-1fa-e was returned to omsc. Omsc investigated the subject otv-s7h-1fa-e, and confirmed the followings: the reported phenomenon could be reproduced. Omsc found the evidence of the exposure to water at the electrical circuit board inside the camerahead. Omsc found dents at the connector part and the camera cable was deformed. As the investigation results so far, omsc surmised that this event was caused by the following mechanism in theory. The water-tightness of the movable part of the camerahead decreased due to any factor. Water irrupted into the camerahead from the point where the water-tightness decreased, and electrical short circuit was caused by water. A part of the electrical circuit or the component which was related to the endoscopic image signal was broken down, and the reported phenomenon occurred. And omsc surmised that decrease in the water-tightness of the movable part of the camerahead was caused by following possibly. The user attempted to rotate the focus-ring beyond usual movable range during washing. In addition, omsc received the comments that ¿a malfunction is unavoidable, because the subject otv-s7h-1fa-e has been used for a long term¿ from the user. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s7h-1fa-e is not returned to omsc yet. Omsc will investigate the subject otv-s7h-1fa-e to determine the cause of this phenomenon when omsc receives it. The otv-s7h-1fa-e instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The followings were reported to olympus medical systems corp. (Omsc). After the patient anesthetized and before stating of f-tul, the user connected the subject otv-s7h-1fa-e to the rigid scope and confirmed that the snow-noise was displayed on the monitor. The user replaced the subject otv-s7h-1fa-e with the spare camerahead and completed the procedure. There was no report for patient¿s injury regarding this event. The user stated that a malfunction is unavoidable, because the subject otv-s7h-1fa-e has been used for a long term.